Event description:
The catheter was inserted prior to heart surgery. The pt had difficulty maintaining blood pressure during the procedure. The blood pressure remained low. An intra-aortic balloon pump was inserted to assist with maintaining the blood pressure. After insertion of the balloon pump, intravenous fluid was discovered leaking from pinpoint hole near the 100cm mark of the catheter. No permanent problems of the pt was known.